Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope displayed no image, blackout. This event was found during maintenance. There are no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device (ccd) is defective, resulting in no image on the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.